Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On (B)(6) 2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cadiere forcep 16 cable broke while in the patient. It was removed from the sterile field, and a new one was brought in to replace it.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.